Event description:
The customer contact reported an operator error resulting in a delay in critical therapy. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of levophed. No further programming parameters were provided. In 2008, at an unspecified time, it was reported the delivery was started. After an unspecified length of time, the "callback" alarm sounded; however, the nurse did not hear the audible alarm tone until the blood pressure monitor alarm sounded. At this time, the nurse found the patient's blood pressure had decreased from 120mmhg to 65 mmhg. It was reported the therapy was resumed using the same pump. At an unspecified time later, the pump was removed from clinical service. A review of the pump history with the customer contact at user facility found at the time of the event, the delivery was not started as intended after the pump was programmed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The pump history was downloaded at the user facility. A review of the history indicates in 2008 at 1534, channel a of the pump was programmed in the basic program to deliver norepinephrine, 4mg/250ml, rate 0.3 mcg/kg/min, calculated rate of 80.212 ml/hr, vtbi 158.375 ml, a duration of 1 hour 59 minutes, deliver at end of infusion setting: continue rate, distal occlusion 12 psi, proximal occlusion solution container and start infusion occurred. At 1732, there was an end of infusion alarm, and begin kvo delivery. At 1738, an end of infusion alarm was cleared, the infusion was stopped and the amount infused during kvo was 7.013 ml. At 1738, channel a basic program was accessed, a vtbi of 800ml was entered with calculated duration of 9 hours 59 minutes. At 1739, channel callback alarm occurred. At 1741, basic program on channel a was confirmed and the start infusion occurred. At 1742, the alarm volume was adjusted. A review of the history indicated that the pump delivered as programmed.